Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a lower reading on her adc freestyle libre sensor when compared to a reading obtained on a competitor brand meter. Customer reported experiencing feeling nauseated, and further reported that on the following day, the symptoms persisted and she felt lightheaded. A sensor scan result of 81 mg/dl was obtained and customer was seen at a hospital where she was diagnosed with ketoacidosis (dka) and treated with "bicarbonate in a syringe, calcium-gluconate through IV bag". A competitor brand meter reading of 203 mg/dl was obtained but it is unknown when this reading was obtained in relation to the reported treatment and adc sensor scan result. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
Customer reported receiving a lower reading on her adc freestyle libre sensor when compared to a reading obtained on a competitor brand meter. Customer reported experiencing feeling nauseated, and further reported that on the following day, the symptoms persisted and she felt lightheaded. A sensor scan result of 81 mg/dl was obtained and customer was seen at a hospital where she was diagnosed with ketoacidosis (dka) and treated with "bicarbonate in a syringe, calcium-gluconate through IV bag". A competitor brand meter reading of 203 mg/dl was obtained but it is unknown when this reading was obtained in relation to the reported treatment and adc sensor scan result. There was no report of death or permanent injury associated with this event.